Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. This report is a duplicate submission of MFR report ref # 2135147-2022-00144.

Event description:
It was reported that on (B)(6) 2018, a 19mm trifecta valve was implanted. In (B)(6) 2021, the patient presented with shortness of breath on exertion and was discovered to have aortic stenosis with an aortic velocity of 3.75 m/s. In (B)(6) 2022, the aortic valve velocity was 3.87 m/s. On (B)(6) 2022, the valve was explanted due to structural valve deterioration. The valve annulus was expanded, and a 20mm non-abbott mechanical heart valve was implanted. It was noted that pannus was seen on the outflow side. Restricted leaflet movement may have contributed to this event. The patient status was reported as stable.

Manufacturer narrative:
Explant was reported due to stenosis and structural valve deterioration. The investigation found that there was fibrous thickening of all three leaflets. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces which narrowed the inflow diameter and limited the leaflet mobility. All three leaflets contained calcifications. Leaflet 2 contained a small tear. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus and calcifications present on the valve leaflets would have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture design or labeling.